Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self-test. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. In history downloads, there was pump error 24 occurred on (B)(6) 2024 21:54. Unit was cut open to perform visual inspection and evidence of moisture damage on the found electronic stack and motor pins. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, stained serial label pump error 24 is confirmed due to being found in history file and hardware anomaly. Cosmetic damage is confirmed at the unspecified area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 24: the customer received this alarm was generated when a power failure was detected, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. The customer reported a critical pump error other than the open book image error or critical pump error 24. Customer reported physical damage, crack on the back of the pump. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.